Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID 3889-28, lot# va0ejky, implanted: (B)(6) 2014, product type lead..

Event description:
The patient called because she was 'leaking constantly' and could not make it to the bathroom in time. Patient stated she had tried different programs but her symptoms have not improved and she was back to her original program. Patient also stated that they have 'gone in and moved the wires' because one of the wires came loose. Patient stated she usually felt the stimulation when she lays down or sits down but she was not able to anymore. Patient stated she was able to feel stimulation right after increasing it. Patient stated her doctor has put her on medication for her symptoms and recommended the patient to call manufacturer to discuss how often the implant neurostimulator (ins) needs to be replaced. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.